Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/08/2015 with the following findings: a review of the black box history revealed 3 rewind attempts during a cartridge change on the date of the reported issue. The total daily insulin deliveries correctly reflected the user's programmed basal rates. There were no alarms related to complaint observed in the pump history. The returned battery cap was used for investigation. During evaluation, the rewind, prime and load steps were successfully performed on the pump with no alarms or unusual noises. The piston successfully advanced and was able to fully rewind. The pump was exercised for 24 hours with no alarms. The pump passed the delivery accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the piston would not move forward and was stuck in rewind position. The patient reportedly discontinued pump therapy and experienced a blood glucose (bg) measurement in the range of 245mg/dl to 533mg/dl with large ketones and required hospitalization. The patient reportedly was treated via intravenous (IV) fluids. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the alleged motor issue with the pump.